Event description:
The manufacturer was contacted rep dreamstation auto CPAP, dom - recrt. The manufacturer received information alleging cancer and throat cancer. No other clinical information or medical interventions were reported. The device was returned to the manufacture service center for further evaluation. During the evaluation of the device at the manufacture service center, the unit passes the final test. There was no error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.